Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. At this time, the reported event was not duplicated however, the fse decided to replace the uim at the request of the customer, due to a logistics issue if this were to recur.

Event description:
The customer reported the user interface module (uim) display screen on this ventilator device is unresponsive to touch commands. The customer stated that this unit was not on a patient.